Event description:
Additional information was received from the rep reporting that the lead replacement was postponed to (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the surgical intervention occurred, just with some delay due to covid-19 of the patient. The leads were replaced, and the issue was resolved.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that lead replacement will take place somewhere in (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative reporting that the action taken was tried additional (+) poles, played with pulse width but no solution. The cause was not determined but was likely that over time scar tissue was built. Most likely the leads will be replaced, ¿date to follow.¿

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2. Correction: upon further review, b7 and d6a were available. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown ; product ID: neu_unknown_lead, serial/lot #: unknown. Report source: foreign: at medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. It was reported that the rep experienced issues with programming the ins due to an out of regulation (oor) prompted on the clinician programmer. In addition to that, on the patient controller the oor was triggered at a lower stimulation amplitude. It was explained that this is expected behavior that the patient controller triggers oor at a lower amplitude. The rep mentioned that at one point it was not possible to raise the stimulation from 0.0 milliamperes (ma) to 0.1 ma using the patient controller. The rep performed an impedance test and shared a photograph of the results with electrode 0 as the reference which showed "avoid" status on electrodes 7 and 10 with impedance results of 16000 ohms and 16760 ohms respectively. All other electrodes showed "good" status with results between 790-3080 ohms. The rep mentioned that electrodes 7 and 10 were not being used for stimulation. Stimulation was initially set with five anodes and one cathode. The rep tried different frequencies and pulse widths, but the oor was triggered before the stimulation could reach an optimal therapeutic effect for the patient. With the number of cathodes and anodes equalized to two, they could increase stimulation to 15.8 ma with 100 hertz rate and 210 microseconds pulse width. This was not yet optimal for the patient. It was noted that considering the stimulation settings, the oor was triggering at the expected amplitudes. The battery level of the ins was at 80%. Additional information was received from the rep. A session report was provided. It was noted that the rep was working with group b. After interrogating, a message was prompted on the clinician tablet telling that program 1 was set on a level below the programmed intensity (oor). A photograph of the clinician tablet showing the error message was provided. When the rep did play with program 1, they did not reach oor on the clinician tablet. It was noted that electrodes 7 and 10 were programmed in group a. Additional information was received from the rep. Another session report from (B)(6) 2022 containing impedance results was provided. Electrodes 7 and 10 showed "avoid" status with high impedance measurements ranging from 15030-31170 ohms. All other electrodes showed "good" status with normal impedance measurements on all pairs that did not include el ectrodes 7 or 10. The report also showed that electrodes 7 and 10 were not used in group a or group b. Additional information was received from the rep. It was reported that the patient informed the rep of the issue on (B)(6) 2022. The serial numbers and implant dates of the leads were unknown. The cause of the issue had not been determined. When the rep set the amplitude to the desired level, oor occurred and the patient controller could only turn amplitude down to zero. It was noted that this information was confirmed with the physician/account. Additional information was received from the rep. An older session report from (B)(6) 2021 was provided to show another set of impedance results. Again electrodes 7 and 10 showed "avoid" status and all other electrodes showed "good" status. Impedance measurements on electrodes 7 and 10 ranged from 14180-40000 ohms. It was noted that the patient was really suffering. The patient did not experience any oor for group a. Group b was active when the program 1 message appeared. In program 2, the patient could only go down on the patient controller and even at 0.1 ma there was oor. The oor message was not noticed to be related to specific body positions. A fall in summer of 2022 was noted.